Event description:
Reportedly, the cotton swab detached from the endo peanut shaft. Swab was in the pt and could not be retrieved. Swab has been ID on x-ray, for review. Procedure continued with no pt discomfort.